Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used during a bronchoscopy and bronchus stent placement procedure performed on (B)(6), 2010. According to the complainant, while opening the packaging, outside the patient, the physician noticed that the pull ring had detached from the deployment suture. The physician used another ultraflex tracheobronchial stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used during a bronchoscopy and bronchus stent placement procedure performed on (B)(6), 2010. According to the complainant, while opening the packaging, outside the patient, the physician noticed that the pull ring had detached from the deployment suture. The physician used another ultraflex tracheobronchial stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. It was reported to boston scientific corporation on (B)(6), 2010 that "the stent was noticed to be in its current condition upon opening the product (packaging seemed to be fine) so was not deployed at all and did not contact the patient in any way".

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used during a bronchoscopy and bronchus stent placement procedure performed on (B)(6), 2010. According to the complainant, while opening the packaging, outside the patient, the physician noticed that the pull ring had detached from the deployment suture. The physician used another ultraflex tracheobronchial stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the finger ring was broken and detached from the deployment suture thread. Examination of the deployment suture thread noted the presence of glue on the proximal end indicating that it had been attached to the finger grip. The deployment suture thread was broken at approximately 140mm proximal to the last crocheted stitches. The thread is frayed in appearance at the break site. Based on the evaluation conducted and the details of the complaint, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.